Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a coronary artery stenting treatment procedure, failure to cross the lesion occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). The lesion was pre-dilated. A 2.50x16mm promus element stent was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. The device was removed intact. The procedure was completed with another with same device. There was no patient complications reported and the patient's condition was good. However, the returned device revealed stent damage.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device identified proximal stent damage. The struts at the proximal edge were bunched and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The most probable cause is operational context as device performance is limited due to anatomical/procedural factors. (B)(4).